Event description:
The reporter indicated the surgeon inserted a cc4204bf collamer single piece lens and the lens was noted to be torn. The lens was removed with no patient injury. The backup lens was implanted.

Manufacturer narrative:
Patient weight - unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Method: work order search, device history record review. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found the lens torn into two pieces, from one haptic through the lens optic to the other haptic. The lens was returned dry and there was evidence of clear surgical residue. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusion: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).